Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. As received, the distribution node to rear therapy electrodes cable was pulled from the strain relief. The root cause for the pulled wires cannot be positively determined but is likely physical abuse. No adverse event resulted form the pulled cables. The last pt to use this electrode belt did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt (B)(4), which was returned for normal maintenance, it was discovered that the distribution node to rear therapy electrodes cable was pulled from the strain relief. The last pt to use this electrode belt did not report any problems.